Event description:
It was reported the patient had a loss of therapeutic effect, and that the stimulation was giving the patient a burning sensation. The patient had therapeutic relief up until a fall that occurred a few weeks prior to report. The patient fell out of bed. Stimulation wasn't doing the patient "any good," and any level of stimulation caused discomfort and the burning sensation. The patient changed programs on the device and turned up stimulation until it "was enough stimulation for her." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v672426, implanted: (B)(6) 2011. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).